Event description:
6 weeks after implant, major endoleak was seen on CT scan. Cause at that time unknown. On (B)(6) 2022, during some diagnostic agio's no clear conclusion. Ta was consulted. On december 15th, elective or for further investigation and treatment. During multiple angiograms with sequential occlusion of limb and body concluded type 3 endoleak at level bifurcation. In same setting realigned with new evar (treo) pictures of procedures have been requested. Patient outcome - "patient was treated with a new treo device and the endoleak was solved. Via left side: 28-b2-28-080s and 28-l2-15-080s via right side: 28-l2-15-080s"

Event description:
6 weeks after implant, major endoleak was seen on CT scan. Cause at that time unknown. On (B)(6) 2022, during some diagnostic agio's no clear conclusion. Ta was consulted. On (B)(6) 2022 elective or for further investigation and treatment. During multiple angiograms with sequential occlusion of limb and body concluded type 3 endoleak at level bifurcation. In same setting realigned with new evar (treo). Pictures of procedures have been requested. Patient outcome - "patient was treated with a new treo device and the endoleak was solved. Via left side: 28-b2-28-080s and 28-l2-15-080s via right side: 28-l2-15-080s".